Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that an ar-1922bc, suture anchor, biocomposite pushlock® 4.5 x 24 mm, the anchor broke during insertion. This was detected during use in a cuff rotator repair procedure on (B)(6) 2024. All the fragments have been retrieved from patient. The procedure was completed successfully by using a new ar-1922bc. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1922bc with serial/batch number (B)(6) was received for investigation. A visual evaluation revealed no damage to the shaft or handle. However, the anchor was broken at the distal end, damaging the tip geometry and losing part of the screw. Also, it was noted that the shaft's tip was bent. Functional testing doesn't apply to this device. The most likely cause(s) of the reported failure can be user error, such as improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion.